Event description:
The facility reported a fail code 812:02 info. Was not provided regarding whether or not the failure occurred during a pt infusion. Details were not available not available ragarding additional contact information, pt demographics, medication involved, or pump programming. The hosp. Rep. Stated that there have been no reports of any pt incident involving this pump sice the last service event.